Manufacturer narrative:
Spacelabs has attempted several times to follow up on this complaint in order to launch an investigation. To date, the customer has not responded to spacelab¿s attempts to collect further information. An investigation into the cause of the issue cannot be conducted. There have been no further complaints reported by this customer. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on (B)(6) 2018, that the telemetry central station lost all of it's monitoring except for one patient. No injury was reported in association with this occurrence.